Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that upon interrogation, there was no device data and all that was listed was zeros. However, an interrogation a few weeks prior had revealed normal data collection. The device remains in use. No patient complications have been reported as a result of this event.